Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. The reporter advised ventec that the device was only achieving ~83% fio2 when 100% is set. The reporter advised that a patient desaturated as a result of the lower than expected fio2. The patient was removed from the vocsn and placed on another ventilator for care using the same mask and patient circuit. The patient stabilized and no further issues or complications were reported. The initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.

Manufacturer narrative:
The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.